Event description:
On (B)(6) 2014 the patient contacted animas alleging that she was in the hospital for four days due to a diabetic coma. The patient stated that she had stopped using her pump for an unrelated reason. The patient did not specify the date(s) of hospitalization or what treatment was received. It is unknown at this time if the patient was on the pump at the time of the incident or if the patient had already come off the pump at that time. Additional information was not provided, and troubleshooting could not be completed at the time of initial contact. Customer technical support made several attempts to follow-up with the patient, without success. This complaint is being reported based on the allegation that the patient experienced a diabetic coma and the pump could not be ruled out as a cause or contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.